Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 7, 2014.

Event description:
Per the clinic, the device was explanted (B)(6) 2014 per the patient's request. During the same surgery the patient was reimplanted with another manufactures device.